Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure out in 2014') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced asthenia ("weakness"), headache ("headaches"), muscle spasms ("muscle spasms"), gastrointestinal disorder ("abdominal issue"), chest discomfort ("chest issue") and anxiety ("anxiety") and was found to have weight decreased ("weight loss daily"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 6-jun-2014. At the time of the report, the medical device removal, asthenia, weight decreased, muscle spasms, gastrointestinal disorder, chest discomfort and anxiety outcome was unknown and the headache had not resolved. The reporter considered anxiety, asthenia, chest discomfort, gastrointestinal disorder, headache, medical device removal, muscle spasms and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events weakness, weight loss daily, headaches, muscle spasms, abdominal issues, chest issues, anxiety were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure out in 2014') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Processed with fu. 02. On (B)(6) 2020: processed with fu.1. Social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure out in 2014') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.